Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 550 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the hcp's office with a critical alarm sounding. The logs showed that a low reservoir alarm occurred on (B)(6) 2019 and an empty reservoir alarm occurred on (B)(6) 2019. The group home staff denied hearing an alarm until (B)(6) 2019. The patient reported a slight return of spasticity and itching that began on the morning of (B)(6) 2019. The patient was taken to the emergency room (ER) for a refill and reprogram of the pump. The patient already had a prescription for oral baclofen and was instructed to take as needed. The issue was considered resolved. Surgical intervention was not planned or scheduled. The patient's status at the time of the report was alive - no injury. No further complications were reported.